Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and the batteries were defective. To fix the issue the fse replaced both batteries. The unit was working fine and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check the cs300 intra-aortic balloon pump (iabp) unit not working on battery. There was no patient involvement reported.